Event description:
Reportedly, on (B)(6) 2020, the patient called to ask for support as it was the first time it was tried to send data. It was explained how to connect the device. Two lights of the wirex turned on. The status light of the subject smartview remained orange, then it turned off. Shortly after, only pit button turned on in a constant red colour. The patient turned on and off the smartview but the status light did not change. Then, the reset button was pushed, but the status did not change. The operator checked the network server, 3 hours later called the patient. The issue was not solved. As a smartview problem was suspected, it will be replaced.

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject device. The reported event was most probably due to the device not being properly connected.

Event description:
Reportedly, on (B)(6) 2020, the patient called to ask for support as it was the first time it was tried to send data. It was explained how to connect the device. Two lights of the wirex turned on. The status light of the subject smartview remained orange, then it turned off. Shortly after, only pit button turned on in a constant red colour. The patient turned on and off the smartview but the status light did not change. Then, the reset button was pushed, but the status did not change. The operator checked the network server, 3 hours later called the patient. The issue was not solved. As a smartview problem was suspected, it will be replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the patient called to ask for support as it was the first time it was tried to send data. It was explained how to connect the device. Two lights of the wirex turned on. The status light of the subject smartview remained orange, then it turned off. Shortly after, only pit button turned on in a constant red colour. The patient turned on and off the smartview but the status light did not change. Then, the reset button was pushed, but the status did not change. The operator checked the network server, 3 hours later called the patient. The issue was not solved. As a smartview problem was suspected, it will be replaced.

Manufacturer narrative:
Reportedly, the device was not replaced because good device functioning was observed.

Event description:
Reportedly, on 8 december 2020, the patient called to ask for support as it was the first time it was tried to send data. It was explained how to connect the device. Two lights of the wirex turned on. The status light of the subject smartview remained orange, then it turned off. Shortly after, only pit button turned on in a constant red colour. The patient turned on and off the smartview but the status light did not change. Then, the reset button was pushed, but the status did not change. The operator checked the network server, 3 hours later called the patient. The issue was not solved. As a smartview problem was suspected, it will be replaced.